Event description:
During stone fragmentation procedure, using a lithotrispy machine, it is alleged that pt rec'd a 2nd degree contact burn on the buttock. Pt was not hospitalized due to this occurrence. It was reported that calculus had passed.